Manufacturer narrative:
(B)(4). Internal file number: 351353/1-1: during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x23 mm xience xpedition stent was implanted in the moderately calcified, mildly tortuous, mid left circumflex coronary artery. A dissection was noted at the distal edge of the stent. A 3.0x12 mm xience xpedtion stent was implanted to treat the dissection. The procedure was done successfully with a good end result. There was no additional information provided.